Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 39% to 16% in seven days. There is no evidence to suggest a request was made to have data from this device analyzed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. The next follow up has been scheduled within approximately two months. No adverse patient effects.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 39% to 16% in seven days. There is no evidence to suggest a request was made to have data from this device analyzed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. The next follow up has been scheduled within approximately two months. No adverse patient effects. Additional information provided indicates the device has not yet been explanted and the patient is being followed on latitude.